Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the photo depicts two cartridges with partially formed clips with one track not aligned and off to the side for each clip. It was reported that there was poor clip formation and clip separation. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if a side force or twist was applied to the clip track during application causing the clip track to not stay aligned. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: place the jaws of the cartridge around the tissue to be ligated until they can be seen beyond the tissue. Rotation of the instrument shaft will facilitate placement of the clip cartridge. Ensure that the tissue to be ligated is located completely within the confines of the clip prior to closer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 8886848813, 8886848813 laproclip 2x12 x10 ,lot#:n2m0538y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the laproclip in a partial nephrectomy, the inner and outer parts of the clip separated and the clip did not form correctly. The same issue occurred with the second reload. Another device was used to complete the case. There was no patient injury.